Manufacturer narrative:
The investigation determined that the event was consistent with a preanalytical handling issue by the customer. The sample showed signs of hemolysis, and the volume exceeded the recommended fill capacity of the sample tube. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent or analyzer problem was not present because the calibration and qc prior to the event were within ranges. There was no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cea results from the cobas e 801 analytical unit. The initial result was 13.2 ng/ml. The customer compared this result with the clinical findings and found it inconsistent. This was a check-up sample, and the patient presented no signs or symptoms suggestive of cancer. Therefore, the customer repeated the sample on (B)(6) 2025, and the result was 2.43 ng/ml. The sample was retested on an abbott instrument, and the results were 2.36 and 2.2 ng/ml. On (B)(6) 2025, another tube from the same (B)(6) 2025 venipuncture was tested, and the result was 2.44 ng/ml. The result of 2.43 ng/ml was believed to be correct and was reported.